Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, an alert message "r wave amplitude could not be measured due to an atypical condition detected from the device" was observed on the implantable cardiac monitor. The alert was still showing after closing the window and re-attempting. The device was then re-interrogated and the amplitude was successfully measured. The physician did not allege malfunction on the device. The device remains implanted. The patient was stable before, during and after the procedure.

Event description:
New information received notes that the alert was showing if there was a telemetry break while the test was going.